Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse reviewed the log files and confirmed sound alarm errors for the primary and backup alarm. From the logs, the fse determined that other faulty boards were connected to this device, or there really are errors (1110, 1113), which indicate a malfunction of the data acquisition (da) board. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.

Event description:
It was reported that the unit experienced primary and backup alarm system errors. The unit was not in use on a patient when the reported problem occurred.